Manufacturer narrative:
Three new samples #(B)(4) were returned by the customer for investigation. As received, no physical damage or anomalies were observed. The cracking and distal back pressure tests were performed on the returned sets and no issues or anomalies were confirmed. The customer complaint of defective / malfunctioning cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 13mar2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 28 cm (11") add-on set w/check valve, vented cap. It was reported that an infusion of levofolinate was not done correctly with the device; the product did not flow and the bag did not empty. There were no leaks during the event. The therapy was completed after changing the line with another lot. There was a one hour delay in therapy. No suspicion of infection was associated with care. There were no negative clinical consequences following this event and no need for additional medical interventions. Although there was patient involvement, there were no adverse events human harm.